Manufacturer narrative:
The pump product and data logs were returned for analysis. The manufacturing history of the pump was analyzed and there have been no other complaints made against the lot of impella pumps. The root cause of the air in the patient's left ventricle, and associated stroke, was unable to be determined. Whether the surgical team introduced the air, or not, due to user error is unknown and can not be confirmed. No corrective action is warranted at this time. The failure mode will be monitored and trended.

Event description:
A patient admitted with acute mi and cardiogenic shock had angioplasty and intraaortic balloon pump (iabp) placed. As the patient decompensated the iabp was replaced by the impella. After five days of support the patient had a cardiac bypass (CABG) surgery done with the impella left in the left ventricle in surgical mode. During the CABG the team observed air within the left ventricle and the patient had a neurological event. The cause of the stroke was not known. Two days after the CABG the patient had his impella explanted. The patient had been successfully hemodynamically supported for 7 days.